Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos extraction surgery, the two drills broke subsequently when removing a screw. The screw head was cut by a carbide drill and reamed around the screw shaft with a crown reamer. The screw shaft was completely removed from the patient.

Manufacturer narrative:
The reported failure mode could be confirmed by the inspection of the returned devices. A review of the batch files showed that the devices were manufactured according to specifications. Explantation of screws is typically more difficult than the insertion of screws. Reasons are manifold and may include: no torque limiters used during insertion of locking screws and too strong tightening of the screw into the plate. Good bone conditions / good bone healing and "late" explantation. From the device inspection and from the visual inspection of the fracture surface, the root cause is most likely the application of too high torques to extract the screws.

Event description:
During axsos extraction surgery, the two drills broke subsequently when removing a screw. The screw head was cut by a carbide drill and reamed around the screw shaft with a crown reamer. The screw shaft was completely removed from the patient.